Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. Reportedly, the lens was discarded by the hospital. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. No non- conformance report was found associated to production order this lens belonged to. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens using the preloaded insertion system, model pcb00v, a posterior capsule rupture occurred because the leading haptic was stretched out at that time. The surgeon removed the lens, replaced it with another lens (no manufacturer info), and implanted it outside the capsular bag. The operation time was delayed about 60 minutes. No further information provided.

Manufacturer narrative:
Additional information was received from the sales rep. Information received reports that the doctor had to do manipulation since the lead haptic was not folded and accidentally ruptured the capsule. When the doctor tried to fit the stretched lead haptic into the capsule bag, it accidentally ruptured the capsule. There was no other complications that occurred during the procedure. All pertinent information available to abbott medical optics has been submitted.